Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. The root cause was determined to be the assembly process (device difficult to disassemble) during manufacturing. In consequence the breathing set was replaced, and optimizations of the assembly process were implemented. There was no reported patient or user harm.

Event description:
Pn 260170 - exspi valve and hose are so tightly interlocked that they cannot be loosened/rotated.